Event description:
It was reported that a dissection occurred. The target lesion was located distally in the right coronary artery (rca). A 2.25 x 38 synergy ous mr was deployed to treat the target lesion. After post dilation, a proximal edge dissection was noted in the proximal part of the stent. A 2.50 x 38 synergy stent was deployed proximally and overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.